Event description:
The site reported the following: the monitor shut down during a patient exam. The power was restored by pressing the "on" button. The customer confirmed, via email correspondence, that there was no injury or adverse event reported.

Manufacturer narrative:
Bayer r and I service replaced the system mainboard at the site and confirmed system functionality. On november 21, 2013, bayer health healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.